Manufacturer narrative:
The device was not returned for analysis. Lot number was not provided therefore a ship history of previous lots sent to the customer was reviewed. A review of the device history record (DHR) of the lots found no issues. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04611. It was reported that a vessel perforation occurred. The target lesion was located moderately tortuous and severely calcified proximal mid right coronary artery (rca). A 1.50mm rotalink¿ plus, a rotawire was selected for use. During the procedure, after wiring with a non bsc guidewire, a non bsc microcatheter was inserted to exchange for a rotawire. The non bsc microcatheter was removed and a 1.5mm rotalink plus was inserted. Once proximal to the lesion, a rotaburr run was initiated. The physician thought that the tension from loading the rotaburr was relieved prior to starting the run; however, it was noted that the burr advanced forward 5mm when the physician stepped on the pedal without advancing the black knob on the advancer. The patient then experienced bradycardia and atropine was given. A small injection of the rca showed a perforation in the mid rca. The rotaburr was removed through dynaglide and a 3.0mm/12mm nc emerge balloon catheter was inserted for balloon tamponade. As per echo, no pericardial effusion was present. The balloon tamponade went successful and a 4.0mm/24mm synergy stent was deployed. Post dilation was performed with a 4.00mm/12mm nc emerge® balloon catheter and the procedure was completed. No further patient complications were reported and patient's status was stable.